Event description:
Hcp reported the pump was explanted as there was a question if it was malfunction. The device was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.